Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A pharmacist reported that during the intraocular lens implant procedure, there was a placement failure. The failure occurred during surgery. It was described as bad injection into the eye. The patient was implanted with the back-up lens. There was no patient impact reported. Additional information has been requested.